Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor would cut out during case. Method & results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor would cut out during case failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Event description:
Anspach motor would cut out during case. Had to change out to finish case surgical delay-16-30 minutes-patient under general anesthesia. Case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Anspach motor would cut out during case. Had to change out to finish case. Surgical delay: 16-30 minutes: patient under general anesthesia. Case type: pka.